Manufacturer narrative:
G4: 03dec2020. B4:15dec2020 . The user interface board was replaced as well to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jul2020.

Event description:
The customer reported the touchscreen is not calibrating properly. There was no patient involvement. The customer was unable to calibrate the touchscreen successfully.

Manufacturer narrative:
Touch screen was not returned for investigation, however the user interface (ui) board was returned and investigated. The customer complaint could not be verified through investigation. Unable to replicate the reported failure; no fault was found. The device was being set up prior to, but intended for, patient use when the event occurred. There was no patient involvement, harm, or delay of therapy reported.

Manufacturer narrative:
G4:01dec2020. B4:02dec2020 . The touchscreen was replaced and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:01dec2020. B4:03dec2020. H10: h6: conclusion code updated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.